Event description:
It was reported that the asymptomatic presented in-clinic for follow-up. Upon review, the right ventricular channel exhibited noise resulting in instances of pacing inhibition. The noise could be recreated with isometrics. The right ventricular lead and pulse generator were removed and replaced on (B)(6) 2018. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of lead noise was confirmed. A complete lead was returned in one piece. Final analysis found an external insulation abrasion exposing the outer coil caused by friction to the device can noted 10.5-11cm from the connector pin.